Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and blank display. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. Customer stated that she dropped the pump into a pool. Customer stated the pump is vibrating without an alarm and constant tone is occurring. Customer stated pump had blank display. Customer was advised to discontinue the pump and we will send a replacement.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump had moisture damage on the motor. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, cracked case and missing end cap sticker.